Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing separated from the cartridge when the pump fell out of the case. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge.